Event description:
Information was later received that the shock impedance measurements increased again. As the x-ray indicated the lead had dislodged due to the patient's growth, a lead revision was performed. This lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in the shock impedance measurements from 70 to 130 ohms in the past year in double coil configuration. It was reported that the patient had ventricular fibrillation (vf) for which shock therapy was delivered successfully with 65 ohms shock impedance measurement several months ago. An x-ray was obtained which revealed that the lead had dislodged from their original implant position likely due to the patient¿s growth. An integrity test was performed in single and dual coil configuration which returned in range shock impedance measurements. Likewise, provocative maneuvers did not reveal any noise. Further testing was performed which confirmed the integrity of the system. As a result, the physician elected to keep the system implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.